Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient experienced lot/severe pain around her device and that the pain was really specific to the implant site. Patient also stated that they believed the device had moved from the fatty part of their hip out toward the skin. Patient also experienced spasm and pain at hip and stated that they have not seen no changes in her therapy symptoms. No further complications were noted or anticipated.